Manufacturer narrative:
Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results: visual examination of the returned complaint device revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a longitudinal tear in the balloon material, proximal of the distal balloon bond and extending proximally across the balloon material. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available this device was used per the directions.

Event description:
Note: this report pertains to one of two passport balloon dilatation catheters used during the same procedure. It was reported to boston scientific corporation that two passport balloon dilatation catheter devices were used in the ureter duing a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. The same issue occured on the second passport balloon dilatation catheter. The procedure was completed with another passport balloon dilatation catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two passport balloon dilatation catheters used during the same procedure. It was reported to boston scientific corporation that two passport balloon dilatation catheter devices were used in the ureter duing a ureteroscopic lithotripsy (ursl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst. The same issue occured on the second passport balloon dilatation catheter. The procedure was completed with another passport balloon dilatation catheter. There were no patient complications reported as a result of this event.